Event description:
It was reported that the "c-arm move automatic down without pushing a foot switch or button." No injury reported. A field engineer was dispatched to the site and determined the foot switch needed to be replaced. Once this was completed the system was working as intended.